Event description:
User had a reaction with first exposure to product. User had burning in throat, nose and eyes, headache, severe heartburn, chronic cough, hoarseness. User also experienced irritation and burning of lungs and shortness of breath. Treatment was oxygen by nasal cannula and then went outside. The cough continued after one month as did the heartburn and sore throat in the mornings. One incident of vomiting which caused user to miss work the next day.